Event description:
It was reported to boston scientific corporation that a rx locking / biopsy cap was to be used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2023. During the procedure, while passing a hydratome 44, the white sponge within the transparent biopsy cap was dislodged in the scope. The sponge was successfully removed from the scope with forceps. A water soluble lubricant was not applied to the rx locking device biopsy cap prior to use. Another rx locking / biopsy cap was used to complete the procedure. There was no patient complication as a result of this event.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of the white sponge within the clear biopsy cap had been dislodged.